Event description:
Related manufacturer reference number 1627487-2023-00234. It was reported that patient experienced ineffective therapy due to migration of both leads into the spinal canal. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An event of lead migration was reported to abbott. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.